Manufacturer narrative:
Follow-ups were made to request for product return; however, product has not been returned yet. Once product is returned and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to achieve primary stability and lost osseointegration. The patient had pain, tissue inflammation and infection. The implant was placed into the tooth # 29 on (B)(6) 2018 and was extracted on (B)(6) 2018. Per provided information, the buccal bone broke during the tooth extraction so allooss allograft (bone grafting) was done simultaneously during the implant placement. However, according to doctor's provided evaluation, tissue inflammation and unsuccessful bone grafting resulted in loss of stability of the implant. The patient's symptoms have been relieved after the implant removal. The patient is healing before receiving a new implant. Per provided information, the patient has a history of smoking.

Manufacturer narrative:
Update was made- product was returned to manufacturer on 01-mar-2019. The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to achieve primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, tobacco use and poor oral hygiene could also be the factors causing the implant to fail to achieve primary stability. Per provided information, the patient has a history of smoking. Tobacco use has been known to inhibit local wound healing and may affect survival rate of implants. Tobacco use also has a strong influence on the complication rate of implants. It causes significantly more marginal bone loss after implant placement, increases the incidence of infection, peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone), and affects the success rates of bone grafts. Warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.